Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette during peritoneal dialysis therapy without an alarm. The patient reported that they noticed tiny air bubbles in all of the lines near the solution bags. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual sample was not returned; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye with no issues noted. Functional testing was performed which included leak testing, clear passage testing, clamp function testing, and device-device interaction testing with no issues noted. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.